Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7080473. Product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial:(B)(6), batch: 2000009822/17109892.

Event description:
It was reported that the patient experienced inadequate stimulation, and the leads pulled down. The patient underwent a lead replacement procedure and was doing well postoperatively.